Manufacturer narrative:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP while using the device power supply got extremely hot. There was no report of patient harm or injury. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In previous report bad is incorrect. Now corrected it to 9/1/2021.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP while using the device power supply got extremely hot. There was no report of patient harm or injury. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.